Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) was evaluated at the customer site. The reported complaint that "the thermogard console displayed a tcmid:05 (coolant diff failure) error message" was confirmed in the console's event log and during functional testing. The root cause of the tcmid:05 error was the failed lm34 temperature sensor, possibly due to aging of the device. The thermogard console was manufactured in november 2017, is over 5 years old, and has exceeded its expected service life of 5 years. During visual inspection of the thermogard console, no physical damage was observed. A review of the console's event log revealed multiple tcmid:05 (coolant diff failure) error messages around the customer's reported event date, confirming the reported complaint. The thermogard system failed functional testing as the console displayed a tcmid:05 error message upon powering up, confirming the reported complaint. The technical investigation determined that the root cause of the reported error message was lm 34a/b temperature sensor failure, and it was replaced to remedy the fault. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and all readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4)) displayed a tcmid:05 (coolant diff failure) error message. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.